Event description:
Customer reported an issue with the wake/power button requiring repeated presses. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined follow-up.